Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in anesthesia, the hub of the needle cracked while connected to the ars and caused leakage. As a result, a new kit was opened and used without issue. A delay was reported. However, there was no death or complications to the patient as a result of this occurrence.